Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution with blood was observed on the returned product. Additional information was provided, which indicated an unspecified cartridge was used with an unspecified handpiece and two viscoelastics. The lens model and diopter is not qualified for use with one of the viscoelastics. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for the reported unexpected post-op refraction or iol dislocation. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution with blood and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to a dislocated iol and unexpected outcome. Additional information was requested.